Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient experienced a return of symptoms and had no stimulation sensation on the night of (B)(6) 2016. During the call, the patient did not feel stimulation and therapy was not on. Stimulation was turned on and increased to 2.1 volts. The patient felt stimulation comfortably, and the issue was indicated as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.